Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years and four months later, x-ray abdomen 1 view supine showed that inferior vena cava filter overlies the lumbar spine. Two linear metallic foreign bodies overlying the right hemidiaphragm and one linear radiopaque foreign body overlying the inferior pericardium to the left of midline, in keeping with detached and embolized prongs from inferior vena cava filter. One of these overlying the right diaphragm and the one overlying the inferior pericardium were present on prior studies. Therefore, the investigation is confirmed for the alleged detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.